Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and singleboard computer, and cleaned the camera. System operates as intended. (B) (4).

Event description:
The customer reported the system will not boot. No pt injury was reported.